Manufacturer narrative:
Follow-up #1; date of submission: 07/16/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/29/2015 with the following findings:the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank: the reported issue was duplicated. The pump case was removed, and a single component failure was found within the display circuit; this device failure directly caused the reported issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen visual was blank. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.